Event description:
Information received indicates the manual CPR release is not working.

Manufacturer narrative:
The technician isolated the issue to the CPR valve. He replaced the valve to repair the bed.